Manufacturer narrative:
One device was received for evaluation. A functional test was performed and the reported issue was not duplicated. The cause of the reported issue was due to user. As a result, no further actions were taken. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the pump switched off after a short operation with no specific error. There was unknown patient involvement, no patient injury was reported.